Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having an increased charging burden. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively, and the explanted ipg was kept by the medical facility.